Event description:
Ventec received a copy of a voluntary medwatch report which advised of the following event: "the ventilator circuit disconnect alarm did not alarm when the patient became disconnected from the ventilator. Family also reported the ventilator sounded different than it normally did and stated the pressure sounded more 'muffled' coming from the vent (not as loud)." Ventec reached out to the initial reporter for additional information about the patient. Ventec was advised that they were unable to share any additional information about the patient, but did confirm that there was no patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the customer has advised that they do not plan to return the device at this time. In the event that the device is returned for an evaluation, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The device has not been returned to ventec for an evaluation. The cause of the reported issue could not be determined.